Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 13 months of support, the pt presented with damage to the percutaneous lead and intermittent pump stoppages, red heart, low flow alarms. The system controller was reportedly exchanged w/o improvement. According to the info provided to the MFR, the pt did not fit the criteria for a device exchange and subsequently expired.